Event description:
It was reported to boston scientific corp that a wallflex biliary rx covered stent was used during an endoscopic biliary stenting procedure on (B)(6) 2009 (pt age over 18 years old). According to the complainant, when they had just begun to deliver the stent, the sheath broke at the handle. The stent was slightly deployed, but was able to be reconstrained into the catheter before removal from the pt. The procedure was completed with another wallflex biliary rx covered stent. There were no pt complications reported as a result of this event.

Manufacturer narrative:
The device has been received for analysis. Upon completion of the failure analysis of the complaint device, if there is any further relevant info from that review, a supplemental medwatch will be filed. (B)(4).